Event description:
A customer reported that out of the three light ports on the ophthalmic system, the first and second ports did not work. Procedure details and patient impact have not been provided. Additional information has been requested; none has been received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicated that the procedure was completed successfully with third and fourth light ports and there was no patient harm.

Manufacturer narrative:
Additional information is provided in sections b.3 and b.5. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company representative was able to replicate the reported event. The main lamp in the illuminator module was observed out of alignment and was adjusted to address the issue. There were no parts replaced and there was no information provided, which, determines how the misalignment occurred. The system was tested and found to meet product specifications. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed. There were no relevant contributing factors identified. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The root cause of the reported event is attributed to a misalignment with the main lamp of the illuminator system. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).